Event description:
It was reported that a patient underwent a biopsy procedure on (B)(6) 2022. Using a brevera disposable device. The biopsy was successfully completed as normal, without any problem. However, when the needle was removed from the breast, a piece of plastic was found to be stuck on the needle. As specified, "that plastic piece is really connected to the needle, it does not fall off. It was seen at the end of the biopsy, not prior the procedure". As reported, there was no patient injury. But they did not check if a foreign material was left inside the breast. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.